Event description:
As reported to coloplast though not verified, patient experienced severe chronic urinary incontinence, fungus infections, chronic constipation, pelvic and groin area pain and closure of the vaginal opening.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.